Event description:
It was reported that a patient with spondylolisthesis underwent a posterior lumbar interbody fusion at l3-l5. It was reported that after completion of the surgery, the surgeon confirmed that the cages had been implanted between l2 and l3 mistakenly. About a week post op, migration of the cage between l2 and l3 was confirmed. A revision surgery will be performed, but has not been scheduled. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Manufacture date for part # 2991122, lot h11c0104 is 1 mar 2011; manufacture date for part # 2991122, lot h11l0025 is 1 nov 2011; manufacture date for part # 2991122, lot h11l0026 is 1 nov 2011. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.